Event description:
The facility representative reported a colleague infusion pump with "open" button of keypad inoperative. The event was reported to have occurred before use. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 5.46.00.

Manufacturer narrative:
(B)(4) the reported condition was confirmed during product evaluation. The assignable cause was fluid ingress on the keypad. Upon completion of device evaluation, a follow-up medwatch will be submitted. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.